Event description:
All of a sudden in (B)(6), the patient started getting ¿enormous pain¿; her butt started swelling; and the pump started moving. The pump was originally implanted in the left cheek of her buttocks, but it had moved and it was no longer where it was initially implanted. The patient had no falls or trauma. On (B)(6) 2014, the patient was seen in the office and was sent for a cat scan. On (B)(6) 2014, the patient was sent to the implanting physician¿s office. An MRI was done on the date of this report because she had a large amount of swelling and fluid around the device and up her spinal cord; it was very painful for her to sit because her ¿behind is swollen¿. The device system was delivering morphine and another medication, but the patient did not know the name of it; ¿it provides numbing¿. The patient had neuropathy ¿very bad¿ so they gave her the numbing medication along with the morphine to help with the burning. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. It was reported a "couple" of months ago their pump moved from the place where it was implanted so the surgeon tried to sew it down in the pocket. They thought they put it in "pretty tight" but it moved again. This caused pain, burning and made her legs and toes go numb. The patient couldn't lie down or sit down and it bothered her very badly. They reportedly couldn't anchor the pump appropriately because she was a diabetic. A MRI had been scheduled. The patient was still receiving morphine at an unknown concentration at a dose of "3.2" as well as a second unknown medication that was "something for numbing for nerves" at an unknown dose/concentration.